Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other xience pro referenced is filed under a separate manufacturing report number. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal to mid left anterior descending coronary artery (lad), which was mildly calcified, moderately tortuous and 80% stenosed. The lesion was pre-dilated and two 2.5x23mm xience pro stents were implanted overlapping at proximal and mid lad. During post-dilatation, a side-edge dissection was observed. Another same-sized xience pro stent was implanted in order to cover the dissection at the overlap and timi iii flow was maintained at the end. The procedure resulted in 0% stenosis. Patient was doing fine and no adverse sequela were noted. There was no reported clinically significant delay in the procedure. No additional information was provided.